Manufacturer narrative:
Concomitant medical products: product ID: 8598a , serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 09-aug-2020, UDI#:(B)(4), additional patient codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone and b upivacaine via an implantable pump. It was reported the patient was concerned the catheter had become dislodged on (B)(6) 2020. It was noted there was a bulge at their catheter site and had experienced withdrawal symptoms including nausea, vomiting, chills, shaking, sweating, and increased heart rate. The patient was scheduled for evaluation. On (B)(6) 2020, the patient felt heavy, foggy, deep, tingling primarily in temporal/parietal lobes similar to a spinal headache. The headache worsened with ptm activations. The patient also experienced lower extremity heaviness following ptm activations. The patient reported new thoracic pain. The catheter lump was likely secondary to inflammation at the catheter site. The it rate was increased. It was noted the patient required revision but had pneumonia. The revision would be schedule once cleared. It was noted the issue was related to the device or therapy. The event was noted to be ongoing.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had mild to moderate relief with fioricet on 2021 (B)(6). The patient elected not to proceed with any other interventions. On 2021 (B)(6), the patient noted the symptoms were controlled with fioricet. On 2021 (B)(6), the patient's headaches were improving but problematic. On 2021 (B)(6), the headaches were worsening. On 2021 (B)(6) the persistent had persistent headaches controlled with fioricet. On 2021 (B)(6), the patient had ongoing headaches managed with fioricet, caffeine, nsaids. The patient had ongoing headaches on 2021 (B)(6). The issue was unresolved with no further action planned.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial#: (B)(6), implanted: 2019 (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 8598a, lot#/serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a clinical study indicated that on on (B)(6) 2020 pre-operatively, the patient reported that they had experienced one month of positional headaches, worsening with standing and recumbancy. An epidural blood patch was performed, in addition to the catheter revision. Surgical observation also revealed a catheter obstruction. The catheter was spliced, replacing the spinal segment. On (B)(6) 2020 the patient reported persistent spinal headaches and on (B)(6) 2020 the patient was started on fioricet. The patient reported that they were staying hydrated and drinking caffeine. On (B)(6) 2020 the patient reported improvement with fioricet. The patient elected not to proceed with any other interventions. The clinical diagnosis included cerebrospinal fluid (csf) leak. The catheter dislodgement/occlusion was resolved without sequelae on (B)(6) 2020 and the csf leak was resolved without sequelae on (B)(6) 2020.